Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, radiofrequency telemetry was unable to be conducted on the device. Inductive telemetry was successful, however, noted to be slow. No intervention was performed. The patient was stable.